Manufacturer narrative:
A complete lead was returned in one piece, and the reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was extended and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to retract and extend. The cause of the reported event of helix mechanism issue was isolated to the helix clogged with blood/tissue. The lead was otherwise normal.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix mechanism would retract slightly after each deployment, leading to lead dislodgement. The lead was not used and replaced. The patient was stable.